Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reported as "high"; specific bg value was not provided. Cause was unknown. Customer administrated a manual correction injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, touch screen - cracked/shattered/scratched issue was verified, but the high bg-undefined issue could not be verified. The information will be used for tracking and trending purposes.